Event description:
It was reported that the healing collar did not go down in the implant. They had another one, the same kind, and that went down fine.

Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads are noted to be damaged at the engaging surface. The hex head was also slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection, therefore the reported event could not be verified. Returned device was examined visually. Instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.